Event description:
It was reported via repair work order that the head end and foot end jack were stuck and could not lower or raise due to detached pump pedals. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.